Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is cracked. Contacted stated that they did not know how it became damaged. The customer¿s blood glucose (bg) was 427 mg/dl. A bolus was delivered to address the bg reading. Reportedly, the customer would continue use of manual injections for insulin therapy.